Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed the issue occurred during surgery. The surgery was completed as planned with 15 minutes delay. No fragment fell into the patient and there was no harm or injury to the patient.